Event description:
A nurse attempted to change the PICC cap, and when she twisted it off, the hub cracked and leaked. The PICC line was then discontinued. Defective product given to medcomp representative.